Event description:
It was reported that when connected to this product and thai care (kit of closed suction tube), there is a phenomenon that it is easily removed. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
D4: lot number, expiration date and UDI information are unknown. H4: manufacture date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer is claiming problematic connection with 15mm tracheostomy tube connector. The 15mm connector was visually inspected. No damage nor deformation was observed. Inspection of returned sample was performed and result was pass. Based on results of investigation no fault was found. No trend of similar customer complaints was identified. A device history record could not be completed as no lot number was received.